Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia and pain at site. The customer blood glucose level was over 400 mg/dl at the time of incident and the current blood glucose level was 170 mg/dl. The customer declined to troubleshoot. The auto mode was active. The insulin pump will not returned for analysis.